Manufacturer narrative:
Findings: the unit was received with intermittent response from all buttons, problem isolated to keypad assembly. Unit power up properly after battery installation. Unit was received with operating currents within specifications. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test noted. Power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specifications. Unit was received with minor scratches on case and minor scratches on lcd window.

Event description:
The customer's mother reported via phone call that their insulin pump alarmed failed battery. The customer reported that the insulin pump died and since then has been getting a battery failed alarm. Customer also has had high blood glucose due to pump not responding. Pump did not alarm battery failed alarm after inserting new battery during troubleshooting. The customer declined high blood glucose troubleshooting. The customer was successfully assisted with clearing battery failed alarm. The pump was working as normal with full battery life. The customer was advised to monitor pump. However, it was noted that the customer's parent called back to report that the insulin pump failed again and would not turn back on. The customer blood glucose at the time of the incident was 385mg/dl. The insulin pump will be returned for analysis.